Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the telescope and sheath were kinked. Microscopic inspection revealed the sheath assembly was twisted. Impedance testing showed an electrical open 140-150 cm at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 14mar2024. It was reported that a catheter kink occurred. The opticross imaging catheter was advanced for ultrasound examination of the left anterior descending artery, but the catheter kinked and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the sheath was twisted.